Event description:
A youth in a rehab hosp because of a motor vehicle accident, had a fractured cervical spine. He was brought to med ctr for thoracentesis for a left plueral effusion. As a stretcher was positioned next to the imaging chair for transfer, the head portion collapsed dropping the pt's upper body. He was taken to the ER where he had x-rays and wsa admitted for follow-up and care.